Manufacturer narrative:
Concomitant medical products: product ID: 8781, serial #: (B)(4), implanted: (B)(6) 2018, product type: catheter. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(4), ubd: 16-nov-2019, UDI #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving dilaudid (15 mg/ml at 0.006-0.096 mg/day) via an implantable infusion pump. It was reported that the patient had a medical history that included: arthritis, cervical spine disease, difficulty swallowing, esophageal disorder, headache, migraine, hypertension, loss of bladder control, left leg weakness, pacemaker and spinal cord injury. The concomitant drugs the patient was prescribed included: amitriptyline, codeine, diazepam, ergocalciferol, estradiol, dilaudid, vitamin a, b, c, d, prilosec, zofran and sumatriptan. It was reported that the hcp was unable to refill the pump in office due to it being flipped and the medication rate was decreased to 0.006 ml/day. When the pump was accessed it was noted that the catheter had twisted at least 15 times. It was noted that the patient thought the catheter got twisted due to intercourse. Surgery was performed and the existing 8781 pump segment catheter was able to be visualized in the pump pocket; a new 8784 segment was spliced on. It was reported that during the procedure 15.6 ml of medication was aspirated from the pump compared to the expected 9.9 ml. Saline was flushed though the catheter access port and easy flow of fluid was noted. During prime of the newly spliced catheter no retrograde flow no fluid was visualized. It was reported that the surgeon felt that the existing 8781 was likely twisted further up from the pump pocket site and planned to bring the patient back next week to replace the entire pump segment or catheter is necessary. The issue was unresolved at the time of this report and the patient was alive with no injury. No further complications have been reported as a result of this event.

Manufacturer narrative:
Product ID: 8781, serial# (B)(4), implanted: (B)(6) 2018, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
On 2019-apr-08, additional information was received from the manufacturer representative (rep). Additional information stated upon exposing the spinal segment of the catheter and cutting 1 cm above the spinal connector, immediate spontaneous retrograde cerebrospinal fluid (csf) flow existing spinal segment. A new 8784 pump segment was spliced on and after attaching to the existing pump, 2 ml of fluid was easily aspirated from the catheter access port (cap) via a non-coring 24 g needle on a 3 ml syringe. Post op, a priming bolus for the catheter length was primed. Per the hcp, dilaudid infusion rate started at 0.74 mcg/day.

Manufacturer narrative:
Analysis of the catheter (sn; (B)(4)) found twisting in the catheter. Visual inspection identified there was damage to the transition tubing. Conclusion codes for the catheter have been updated. Method codes for the catheter have been updated. Result codes for the catheter have been updated. If information is provided in the future, a supplemental report will be issued.